Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the component analysis, it is possible that the detergent residue dried and adhered due to insufficient rinsing, etc., but the information obtained on the user's reprocessing situation did not allow us to identify the cause of the foreign matter remaining. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white foreign object (partially green) at the tip. There was no patient involvement.